Manufacturer narrative:
The reported event was not confirmed. The service evaluation did not reveal any problems during long term testing. The device will be forwarded to the manufacturer for further service. Complaint allegation is not confirmed. One unpackaged ar-6480 dualwave pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected and no problems were noted. The returned device was assembled with an ar-6410 lot# 71915423 and ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal use conditions to see if the reported issue could be reproduced. After selecting the desired pressure, the run button was pressed to start the machine. The pump was run for 29 minutes with no issues. No problem was identified with the inflow and the motors ran as intended. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
The reported event was not confirmed. The service evaluation did not reveal any problems during long term testing. The device will be forwarded to the manufacturer for further service.

Event description:
It was reported that the inflow of the device is defect. There was no harm or adverse event for patient, operator or third party reported. This was noticed during inspection. No further information received. Update avoe 24-oct-2023: further information was provided that the error occurred during a shoulder arthroscopy surgery on the (B)(6) 2023 when working on the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 09-nov-2023: it was further confirmed that the pump's motor didn't start and in the rush they had simply taken the other tower for the surgery to be on the safe side.